Event description:
It was reported when using the pyxis medstation es system, the drawer experienced a malfunction and was not recognized on the bus. The customer reported that the malfunction resulted in a delay in the administration of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined the station was not properly seated. The field service engineer reseated the station and confirmed without encountering any problems. The system functioned as intended after the field service engineer troubleshooted the device.